Event description:
This is a case, which was reported to baxter (B)(4) on 6 nov., 2009. (B)(4) the complaint was received from technical service and refers to colleague single channel infusion pump on serial number (B)(4). The reporter states that the pump had error codes 810:11 and 810:04. The hospital biomed was unsuccessfully calibrating the air in line and replaced the pump head module, after this the channel open button did not work. The occurrence date is (B)(6) 2009. No patient injury has been reported. Sample is sent to (B)(4) by technical service in (B)(4).

Event description:
The customer reported that a radio frequency lung ablation was performed on the patient in 2009. In cts and xps taken immediately after the operation and the next morning, nothing was found wrong. However, 30 hours post operatively, the following day, the patient complained of chest pain. Although a CT was immediately taken and pneumothorax was found, the patient died of cardiopulmonary arrest soon after that.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Manufacturer narrative:
The software version for this device is currently not known.